Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.

Event description:
Edwards received information of a mitral bioprosthetic valve that has exhibited severe mitral regurgitation one (1) month post implant and again two (2) months post implant. The device remains implanted. No serious adverse event have been reported.

Event description:
Additional information provided indicates regurgitation was inaccurately reported as severe. Patient presents with mild to moderate paravalcular leakage at 1 month f/u and moderate paravalvular with mild valvular regurgitation. Device remains implanted. There have been no adverse patient effects reported.

Manufacturer narrative:
Edwards will continue to monitor all events.